Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an hour post implant, the pulse generator spontaneously went from right atrial bipolar pacing to right atrial unipolar pacing. The device was explanted and replaced.